Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed atrial lead exhibited p-wave amplitude variation. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of p-wave amplitude variation was not confirmed. A full lead was returned in one piece for analysis. Final analysis found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found with the exception of procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed atrial lead exhibited p-wave amplitude variation. The atrial lead also exhibited failure to be retracted. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences.